Manufacturer narrative:
(B)(4). If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Customer reported bravo ph capsule failed to attach. A repeat procedure was not performed. No harm to the patient or user.